Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's lead had migrated out of the epidural space. As such, the physician elected to explant the system.